Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for short interval counts (sic) on the right ventricular (rv) lead. Noise was also visible upon provocative testing. All other parameters appeared normal and the lead remains in use. No patient complications have been reported as a result of this event.